Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system would not boot up. The fse determined the cause of the problem to be the software was corrupt due to improper shutdown of the system (a use error), resulting in the rtos needing to be replaced. The fse replaced the rtos, ensured the system booted correctly (system software files rebuild during the boot up process) then verified system functionality. The customer may abuse or misuse the system unintentionally or intentionally. If it is done unintentionally, it is usually because the user does not understand how the system was designed to function, including shutting down the system improperly, potentially resulting in software corruption and damage to sensitive internal circuitry. No reportable malfunction of the device was identified related to this event. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.